Manufacturer narrative:
The report number was inadvertently entered incorrectly and reported. The correct MDR number should have been 1061932-2011-00211 and not 1061932-2011-00221. The information have been reported and captured under 1061932-2011-00211, submitted on 03/31/2011.

Event description:
A customer contacted beckman coulter inc. (Bci) to report coulter lh 750 analyzer did not flag for blasts on a known leukemia patient specimen. The erroneous results were not reported out of the laboratory. Manual differential was performed and 7% blast cells were seen. The manual differential results were reported out. Patient treatment was not impacted, no death or serious injury associated with this cf event.

Manufacturer narrative:
Specimen collection and storage information were not provided. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before the cf event. Control recovery was within assay limits. The lh750 instrument sensitivity is set to [3303], which is high for blast differential parameter. Raw data analysis revealed:the specimen was not significantly abnormal to trigger a blast flag by the algorithm. Service was not dispatched. The root cause for the missed blast flagging based on raw data analysis is that the specimen was not significantly abnormal to trigger a blast flag by the algorithm.